Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported unexpected shutdown and the single occurrence of a system fault 180. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported event was due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly while using its internal battery and displayed an error message (sf180) related to a battery charger fault. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. The investigation methods, results and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly while using its internal battery and displayed an error message (sf180) related to a battery charger fault. There was no patient harm or serious injury reported as a result of this incident.